Manufacturer narrative:
Concomitant products: product ID 3888q45, lot # va07lh4, product type lead; product ID 3888q45, lot # va07lh4, product type lead; product ID 3888q33, lot # va07lh8, product type lead; product ID 3888q33, lot # va07lh8, product type lead; product ID 3888q45, lot # va07lh4, product type lead; product ID 3888q33, lot # va07lh8, product type lead; product ID 3888q33, lot # va07lh8, product type lead; product ID 3888q45, lot # va07lh4, product type lead. (B)(4).

Event description:
It was reported one of the electrodes on one of the leads showed a high impedance range, greater than 10,000 ohms. It was later reported the patient was seen for post activation programming and the impedances with that one electrode were high intermittently. It was stated the impedances were checked and they were high with that electrode and then checked again at the same voltage and they were normal and back and forth. It was noted an x-ray was done and everything looked normal and the patient was achieving effective stimulation. Additional information stated electrode 3 was greater than 10,000 ohms, on (B)(6) 2013, on the right upper lead #2. It was noted no interventions were taken and this was an ongoing event. Reportedly, there were no patient signs or symptoms.

Event description:
Additional information received reported that the outcome was ongoing with no further actions needed.

Event description:
Additional information reported the etiology was also the extensions.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) was replaced due to normal battery depletion. There was no patient injury and their status after the device was replaced was noted as recovered without sequelae. If additional information is received, a follow-up report will be sent.